Event description:
The patient stated that about one month ago his infusion device shut down without giving him a warning. The patient did not know how old his power pack was at the time of this event. The patient stated he was aware of the power pack recall, but has not been changing his power packs every 2 weeks as recommended. The patient was advised on the importance of changing his power pack every 2 weeks. The patient's blood glucose was not affected. The patient did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for evaluation.

Manufacturer narrative:
H6: no product will be returned for evaluation.